Manufacturer narrative:
The nalu system is reported to be functioning as designed with no indication of system or component failure or malfunction. The patient completed a wear study prior to implanting the system. During the wear study the patient participated in selection and approval of desired location for the ipg. Reposition of the device was performed per the patient request and preference only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to lower extremity pain. The implantable pulse generator (ipg) was initially placed in the lateral calf area. The patient subsequently reported discomfort with the location of the ipg and requested to reposition it at the posterior calf. A surgical revision was performed on (B)(6) 2024 to reposition the existing ipg per the patient's request. No product was explanted and no new components were introduced during the procedure.